Event description:
A customer contacted beckman coulter regarding an erroneously low digoxin result from a single pt that was generated by the access instrument. The customer indicated that an initial digoxin result was 2.37 ng/ml. The customer repeated the original pt sample for digoxin (as per customer, all critical values are repeated). The repeated digoxin result was 1.51 ng/ml. The customer repeated the pt original sample for digoxin 2nd time; the result was 2.20ng/ml. The customer indicated that 2 days later they ran a 5 replicate precision test on this sample; the results were in the range of 2.2-2.3 ng/ml. The customer indicated that there was no change to pt treatment attributed to or connected with this event.